Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the aortic cutter would not come out. A replacement unit was used to complete the procedure. The hospital reported no pt effects. The product was discarded. (B)(4).

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation; therefore, no eval could be performed. (B)(4).